Manufacturer narrative:
Patient identifier not made available from the site. On 07/17/2015 a medtronic representative performed an imaging system check-out, imaging, navigation, cable grade and safety areas passed. Mechanical test failed. Batteries was uninstalled from a different imaging system. These batteries was installed in the imaging system used in this procedure. The installation procedure tb09-001 was performed and the system was connected to the wall. The medtronic representative waited 10 hours to perform a final check for the correct word of the equipment; this work was done accompanied by the user of the equipment. 2d and 3d tests were performed and the communication with the navigation system was performed to send the 3d image. All this installation procedure was performed to wait the arrive of the new batteries, giving the option to the customer to use the equipment during this time. Return requested. Replacement 8pack battery kit shipped to site. No parts have been received by manufacturer for analysis. On 07/24/2015 a medtronic representative, following-up at the site, reported the batteries were replaced and the issue was resolved; confirming that batteries were the initial problem. On 8/14/2015 new information was reported to the medtronic representative that the site could not check the position of the hardware placed in the bone as they did not have a c-arm available. On 09/04/2015 a medtronic representative performed an imaging system check-out, all areas passed, less mechanical test failed. New batteries (30 of x-ray and 8 of motion) arrived and were installed. The installation procedure tb09-001 was performed and the system was connected to the wall. System verification was performed and a new invalid home procedure was performed. The equipment was stored charging the batteries. Issue resolved. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that on the previous day, while in a spine procedure, they were able to take a successful first spin, however, on attempt to take second spin, the imaging system gave a low voltage error. In trouble-shooting, they were unable to resolve the error and the site opted to discontinue the use of the imaging system for the remainder of the procedure. On the day of this report, after the imaging system was plugged in overnight, the medtronic representative checked battery levels with volt meter and found them all to be normal. The site reports that the system is kept plugged in overnight regularly. The surgeon continued and completed the procedure without the use of the navigation system, and without the imaging system. There was no impact on patient outcome reported.